Event description:
On 06/29/2023, infutronix received a report that an IV set had leaking during infusion but the leaking site is not specified. Patient called the dr. Who advised patient to clamp off the tubing and came to office. Patient's 5fu pump bag completely empty and unable to assess how much was leaked. Patient was not harmed. No patient information was provided.

Manufacturer narrative:
Upon review, the unknown IV administration set cannot be located because there is no information provided with this device. This MDR will be reopened and updated in the event the product or additional information becomes available. [Reference: complaint # (B)(4)].